Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during laparoscopic rectal cancer surgery. The device was unable to fire. The surgeon was able to press the green button and squeeze the handle. The product was replaced to complete the case. There was no patient injury.